Manufacturer narrative:
The unit passed the displacement test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. Motor was tested outside of the unit and passed. However, the unit had an intermittent motor error alarm during the rewind due to oil on the motor home switch. Unable to download due to moisture damage on all electronic assemblies. The unit had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
A nurse from the doctor's office of the customer called to report that the customer's insulin pump was unable to upload to carelink pro. After the upload it would read "invalid data entry" and "transfer failed". The customer's blood glucose reading was unknown. The customer's device was replaced and returned for analysis.